Manufacturer narrative:
Information references the main component of the system and other applicable components are: none.

Event description:
The consumer reported to a manufacturing representative (rep) that reported poor coupling with recharging. It was noted that zero coupling boxes were reached and the implantable neurostimulator (ins) was able to communicate with a patient programmer (pp). This event occurred on (B)(6) 2016 (since implant).the rep also reported that the ins may be too deep in the pocket and she got a 62-66 range when she did an antenna locator (al) on (B)(6) 2016. At the time of the report, the ins battery was at (B)(4). On (B)(6) 2016, a rep provided additional information stating that the patient was scheduled for a pocket revision on (B)(6) 2016. No patient symptoms were reported. The indication for use for the implanted device was noted as spinal pain. If additional information is received, the event will be updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.